Event description:
Reported by the sales rep for the user facility. Nurse placed IV, they removed needle, safety clip when they reached across the area. The cut was described as a "razor type cut" on their right thumb. They were wearing gloves at the time. Needle stick protocol was initiated by the facility.